Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the patient was admitted to hospital for non-seizure related event. A systems diagnostics test was performed on his vns while rounding and in late 2008 yielded a 7 limit high. There was no report of increased seizure activity above vns baseline or otherwise. The patient was referred to have their vns system replaced and a lead break was noted in the operating room. Good faith attempts are being made for additional details surrounding the lead break and explanted product returned for analysis.